Manufacturer narrative:
(B)(4) one retention sample coated on the same period and under the same conditions as the involve device underwent water permeability testing. The testing was supervised by our quality assurance supervisor. The test result indicated a value well within product specifications (< 5 ml/cm2/min). (B)(4) no conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Manufacturer narrative:
((B)(4)) the review of the complaint device history records indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications. Please note that water permeability testing is recognized by international standard for vascular grafts as the test to address the risk of blood leakage. ((B)(4)) one retention sample coated on the same period and under the same conditions as the involved device will be tested for water permeability. ((B)(4)) the investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that during an emergency case (type a dissection), the involved graft was used to repair the aorta and was reported to "blush" more than before. The surgeon didn't replace the device as it was already sutured. The graft remained implanted, no blood transfusion and no consequence action taken to the patient.